Event description:
It was reported that during implant attempt of the replacement right ventricular lead, there were positioning and fixing difficulties and the helix mechanism failed. The replacement lead was removed and a new lead was implanted successfully. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the distal conductor was distorted. It was noted the inner tubing kinked/buckled, there was blood in/on helix/lobe mechanism, and the analyst visual comment indicated that the helix could not extend and retract due to the distal conductor distortion within the connector.